Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, episodes of ventricular fibrillation lead noise was observed. Programming changes were not made due to amplitude of noise, sensitivity could not be programmed. Patient was stable and will continue to be monitored.

Event description:
New information received on (B)(6) 2018 states that during a lead revision procedure, lead noise issue and an insulation breech was observed on the rv lead. Lead was capped on (B)(6) 2018 and a new lead was implanted. Patient was stable.